Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. Root cause is unable to be determined at this time. The reported event is addressed in the device labeling.

Event description:
Information was received that the nail was distracted 80mm prior to being implanted and after being distracted the nail would not retract. Reportedly, the nail made a "click" noise and the only way the nail would would retract was to put extra force by hand in addition to utilizing the fast distraction. Once this occurred, the nail made a "click" noise again and the nail was functional. There was no patient injury reported.